Manufacturer narrative:
D.4. Expiration date and h.4.mfg date updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the fusion oxygenator, blood flow issues and hypotension were observed. A flow issue was identified through the oxygenator. The issue did not worsen over time. The patient was on cardiopulmonary bypass for less than 10 minutes when the issue occurred. Anti-coagulation was assessed using act (activated clotting time), and heparin was administered. The priming solution consisted of normosol with anticoagulant. The customer treated the event like a hpe (high pressure excursion) event, with recirculation through the recirculation line, sighing of the oxygenator, and hemodilution of the patient. The circuit was assessed for obstruction, none was noted, and the flow gradually returned to normal after these interventions. The use of the device was continued to complete the case. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of physical damage or abnormalities. The unit appears to have been used. Pressure integrity testing shows no internal or external leaks when run at 3 lpm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for performance testing. The testing was conducted at a 1:1 ratio (7lpm blood gas flows) the results are as follows: 177 mmhg blood side pressure drop reason for the return was not confirmed for any flow issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B.5.medtronic received additional information that the high pressure was identified by high rpm and low arterial line pressure and low patient blood pressure. This led the clinician to believe that there was high pressure in the oxygenator. Additionally, it is unclear if the hypotension was caused by the oxygenator medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.